Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log revealed no alarms, failure codes, keystrokes, or programming that would indicate a malfunction, use error, or a failure related to the reported problem. A visual inspection was performed. A functional evaluation was performed and the failure has been identified as fault on software 10.4. After the device was replaced with new software 10.4, the homechoice passed the test flow, safety test and ftc test. The direct cause of the problem was the software eproms. The software eproms were replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice (hc). No patient injury or medical intervention was reported as a result of this event. No additional information is available.